Manufacturer narrative:
Initial reporter state: the state was determined based on the provided phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: IV 20g needle did not retract when button was pushed. What procedure was being performed?: IV placement.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: IV 20g needle did not retract when button was pushed. What procedure was being performed?: IV placement.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.